Event description:
It was reported that when the device was checked just before the surgery, it was confirmed the device would not turn on. The surgery was completed with surgical knives. There was no patient harm. The complaint device will be returned to jp local service center. After the device was checked at there, I will let you know whether we return the device or not.